Manufacturer narrative:
(B)(4). Based on the information available the root cause of the reported event is unknown. Device was not returned and therefore sample evaluation was not able to confirm the reported events. All reported follow-up information in this report was previously submitted to the FDA on 07/25/2017 under incorrect MFR# 2031527-2017-00476 follow-up 001. The follow-up information should have been submitted under this MFR# 2031527-2016-00476 follow-up 001.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016 at the completion of the initial implant of afx devices, a long plastic string was observed coming from the introducer device when removed from the groin area of the patient. The implant procedure was completed and there was no reported injury to the patient. The patient is stable.